Event description:
A surgeon technologist at the user facility reports that during intraocular lens (iol) implant surgery, one haptic stuck to the optic. The iol had to be cut and removed. A vitrectomy was required due to a ruptured capsule. Additional information has been requested.